Event description:
On (B)(4) 2014, it was reported by the patient that a 2.5x18 mm mini vision was deployed on (B)(6) 2010 in the left anterior descending artery (lad). On (B)(6) 2010, the mini vision was closed/collapsed (possible restenosis), and was treated with deployment of a 2.75x23 mm xience v. Additionally, on (B)(6) 2010, a 2.5x12 mm, a 3.5x18 mm, and a 3.5x12 mm xience v were implanted in the right coronary artery (rca). Beginning approximately in (B)(6) 2013 and currently on-going, the patient experienced chest pains (angina) and shortness of breath (dyspnea). On (B)(6) 2014, the patient fainted (syncope) while shopping. The patient went to her primary care physician, and CT scan and blood-work were recommended; however, the patient has not had them done yet. On (B)(6) 2014, additional information received from patient stated that her current medication includes plavix, imdure 120, and aspirin as regular maintenance for coronary artery disease, zocor for high cholesterol, and inhaler for chronic obstructive pulmonary disease (copd).

Manufacturer narrative:
(B)(4). Event description (continued): the patient is still experiencing chest pains (angina) and shortness of breath (dyspnea), but still has not had CT scan and blood-work because she has no health insurance. No additional information was provided. Concomitant products: stent: 2.75x23mm xience v, 2.5x12mm xience v, 3.5x18mm xience v, 3.5x12mm xience v. There was no reported device malfunction and the product was not returned. The patient effect of stenosis is listed in the instructions for use (IFU) as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure.